Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for gastrointestinal/pelvic floor issues. It was reported that the battery would sometimes ¿flip¿ up in the patient¿s abdomen or get positioned horizontal vs vertical in the subcutaneous pocket. It was noted that this caused some discomfort, but was worth leaving in because of the symptom relief with the therapy. The patient had several previous devices (battery replacements) and only the ¿newer¿ version had ¿flipped¿. It was noted that the patient had only done normal, every day activities. It was not known if any diagnostics or troubleshooting were performed, and the patient did not have a revision surgery scheduled. No interventions or actions had been taken and the issue was not resolved at the time of the report. No further complications were reported/anticipated.